Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise reference valve to resolve the issue. (B)(4).

Event description:
The customer reported receiving erratic patient results for the ise chemistries on the au480 clinical chemistry analyzer. There was no change in patient treatment in association with this event.